Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. Photo shows the tip of the needle with blood residue. Therefore, based on the photo review, the investigation will remain inconclusive for the reported foreign material event as the device was not received and no objective evidence was provided for review. A definitive root cause for the foreign material could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2022), the device was not returned.

Event description:
It was reported that during a biopsy procedure, a piece of plastic was allegedly protruding from the biopsy chamber. It was further reported that the marker could not remove from the biopsy probe and in the end. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2022).

Event description:
It was reported that during a biopsy procedure, a piece of plastic was allegedly protruding from the biopsy chamber. It was further reported that the marker could not remove from the biopsy probe and in the end. There was no reported patient injury.